Event description:
Retrospective and prospective chart review and analysis of endoscopic treatment by biliary stents. It was reported that 35 days following placement of biliary wallstent, the stent migrated. The pt presented for treatment of a malignant biliary stricture. The pt had a covered biliary wallstent placed. The pt experienced pain and jaundice during indwell of the wallstent. The wallstent was removed due to migration 35 days post implant. The wallstent had migrated from the distal common bile duct to the duodenum. There were no complications during removal. The event was resolved with removal and placement of another stent. The investigator noted the event was serious, mild in severity, and related to the device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.